Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 380 mg/dl during one event. Reportedly, the customer changed the cartridge and resumed insulin.